Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. An investigation was conducted on (B)(6) 2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood was observed on the harvesting handle. Blood and charred tissue was observed on the heater wire. The heater wire was observed to be completely flexed away from the hot jaw, but remained attached at the base, with detachment at the tip. The silicone insulation was observed to be intact, no visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "material twisted/bent; wire" was confirmed. Specific actions for the reported failure "material twisted/bent; wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip/jaws fractured during use. The jaw wire popped off jaws, but did not become separated from the jaws. The wire didn't fall into patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip/jaws fractured during use. The jaw wire popped off jaws, but did not become separated from the jaws. The wire didn't fall into patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.